Event description:
Hosp reported that during a CT scan, an extravasation occurred. The pt developed compartment syndrome and had to have surgery. The condition of the pt is unk at this time. We have made multiple attempts to gather additional info regarding the extravasation including: the details of the event, the amount of the extravasation, the date of the event, the pt info, and the serial # of the injector that was in use.

Manufacturer narrative:
Medrad's clinical support specialist has provided additional applications training. Clinical support later contacted the site as a follow-up and the site reported that there have been no additional issues. Several attempts have been made to gather additional info regarding the extravasation. To-date, we have not received any of the requested info. The customer has two stellant d CT injectors. Per the customer's request, one of the two units was checked and no problems were found; however, the customer has not confirmed that this was the unit that was involved in this incident.